Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 28 months ago. Aneurysm morphology is unk. Vessel morphology was reported as disease progression with aortic neck dilatation. The aortic neck has expanded from 24 mm in diameter to 32 mm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated distally 20 mm resulting in a type I endoleak. The physician elected to intervene by implanting a talent cuff, which successfully resolved the migration and endoleak. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: migration, endoleak, disease progression and aortic neck dilatation.